Event description:
Surgical center reports wound had to be widened to remove lens with a bent haptic. Surgeon confirms that after iol insertion the trailing haptic was noted to be bent after placement in the eye. The haptic was normal prior to folding and insertion. The wound was widened in order to remove the lens and a replacement lens of the same style was inserted. No other patient impact was reported.

Manufacturer narrative:
The lens evaluation confirmed that one haptic was bent as reported by the customer. This report was mailed in to FDA on: 2/21/97.